Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01032 and 2134265-2016-01157. It was reported that automatic pullback failure occurred. A motor drive unit (mdu) was used in conjunction with a coronary imaging catheter and a sled to view the lesion. During the procedure and outside the patient's body, when the motor drive was connected to the automatic pullback sled, it was noted that the machine shows it was connected but it would not pullback. The gears were grinding but it wasn't pulling back. The procedure was completed with another sled and with the same mdu. No patient complications were reported and the patient's condition was fine.